Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Estimated date of event as the actual reporter of the complaint has stated the event occurrence is unknown. (B)(4). The customer reported the most likely cause of the failure was the turbine assembly. After replacement of the faulty turbine, the issue was resolved. At this time, the alleged faulty part has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator, the volume curve goes below the zero scale, when the set vti (inspired tidal volume) is 500, but the vte (exhaled tidal volume) is measuring 850. There is no report of patient involvement associated with the event.